Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has deformation damage. Root cause: a definitive root cause cannot be determined, but over torqueing the driver could cause the driver tip to become deformed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that they discovered two vital t27 final drivers with defects during an inspection: one with a twisted tip and one with a fractured tip. There was no reported patient impact. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2024-00376.

Event description:
A distributor reported that they discovered two vital t27 final drivers with defects during an inspection: one with a twisted tip and one with a fractured tip. There was no reported patient impact. This is report two of two for this event.